Event description:
It was reported that the patient underwent a two level cervical fusion (acdf) at c3-c4 and c6-c7, and removal of the anterior plate instrumentation at c5-c6 in late 2008. The patient developed wound dehiscence and a superficial infection at the incision site. The patient was treated with oral antibiotics. The infection resolved.